Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.0/1.5/013 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vault without rotation. The exchange did not resolve the problem. Cause is reported as unknown. The status of the eye is reported as, "ok" and "the surgeon decided to make follow-ups in 3 months."

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. (B)(4).

Manufacturer narrative:
Additional information: d9: 20-dec-2022. H3-device evaluation: returned product evaluation found the lens returned dry in a microcentrifuge vial. Visual inspection found the lens haptic broken. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).

Manufacturer narrative:
H3: DHR review: device history record review found associated source lots were manufactured within established parameters and limits. Claim#: (B)(4).